Manufacturer narrative:
(B)(4).

Event description:
A provider indicated that their tablet programmer was unable to interrogate. The usb adapter cable was suspected. A replacement usb cable was shipped to the site. To date the suspect usb cable has not been received for product analysis.

Event description:
The suspect usb cable was returned for product analysis. The analysis performed on the returned usb to db9 cable revealed disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.